Manufacturer narrative:
Additional information: b5, g3, h6 (additional imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the patient with uterine fibroids underwent laparoscopic uterine fibroid removal under endotracheal intubation and general anesthesia, when the wound was being sutured, the thread suddenly broke and could not be used anymore. A new thread was used to resolve the issue. The surgical time was extended by more than 30 minutes, and the patient had a bleeding of about 1 ml. The patient now has a good prognosis.

Event description:
According to the reporter, when the patient with uterine fibroids underwent laparoscopic uterine fibroid removal under endotracheal intubation and general anesthesia, when the wound was being sutured, the thread suddenly broke and could not be used anymore. A new thread was used to resolve the issue. There was a delay in suturing the wound, and the patient had a bleeding of about 1 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.